Event description:
A solid tone during the case. They swapped handpieces and completed the case. No pt consequence.

Manufacturer narrative:
H6 code 400: torn isolator. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.